Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button failure) was confirmed. Upon evaluation, both response button covers and tactile switches were missing. The cause of the response button failures is the missing switch. The root cause of the damaged response buttons was physical abuse. No adverse event resulted from the damaged response button.

Event description:
A us distributor returned a patient's monitor indicating that the response buttons were damaged.